Event description:
The account alleged that while this bed was being cleaned the foot end of the hi/low fell from the highest position to the lowest position. There was not a patient in the bed and there were no injuries to the cleaning staff.

Manufacturer narrative:
Technician explained to the account how the hilow latched so that the bed would raise evenly. Technician told the account the limit switch would need to be adjusted. No further information is available on the repair of the bed at this time.